Event description:
Procedure: right pneumonectomy. According to the reporter: customer informs that when applying fully a egiaustnd using the reported sulu in a vein for the middle lobe (the firing is correct), they cannot move the blade backwards in order to cut the tissue so the sulu cannot be opened and there is tissue trapped between the jaws. There was tearing risk if they pulled of the device and sulu so in order to solve the problem they used another endo gia sulu in order to staple the proximal tissue below the affected area and then they cut the tissue that has remained below of the blocked sulu. They solved the problem with not much bleeding (less than 500cc) and no further injury for the patient.

Manufacturer narrative:
(B)(4).